Event description:
Surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection. This issue was described in documents that we have received to case (B)(4) (revision surgery due to stem neck fracture on (B)(6) 2017 same patient, your ref.: 9613369-2017-00006). Further involved device: biolox option ceramic ball head, size 32xl, ref. 38.49.7176.945.84, lot 787629 (third party manufacturer (B)(4)). On (B)(6) 2015: second surgical intervention (debridement, jet lavage, subfascial/subcutaneous drainage, removing refobacin-palacos-chain) due to infection (your ref. 9613369-2017-00013). On (B)(6) 2015: first surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection (your ref. 9613369-2017-00012).